Event description:
It was reported that the motor malfunctioned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: customer to perform own repair. Device evaluated by customer.

Event description:
It was reported that the motor malfunctioned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported there was a motor malfunction which was incorrect. Follow-up submitted with evaluation results which determined the bed was displaying phantom motion due to damaged siderail cables.